Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, on removal of the kidney from the abdomen, the metal ring broke. Another device was used to retrieve the kidney. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device was returned with metal ring fully retracted in shaft of device. Metal ring was inspected and found to be intact. Green ring was returned with device along with purse string that was of a length of less than three inches. Purse string had fraying on cut end. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of purse string cut that has no relationship to the reported condition. Replication of purse string cut may occur if the purse string is channeled through the knife slot subsequently gets cut after passing through. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.